Manufacturer narrative:
Additional information was received on 06/11/2025 and h11 is updated as: the manufacturer received information alleging a dreamstation 2 advanced auto CPAP device. The manufacturer received information alleging that the patient passed away. Medical intervention was not specified. The death was reported by patient's parent. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section g and h is updated in this report.

Event description:
The manufacturer received information alleging that the patient passed away. Medical intervention was not specified. The death was reported by patient's parent. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.